Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time.the device was returned for evaluation. The returned device was visually examined and the following was observed: balloon radial burst confirmed. Distal tip with distal part of balloon separated and not returned. Balloon spring stretched. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual examination. Dimensional testing was unable to be performed due to the returned condition of the device. The balloon single wall thickness was unable to be measured due to working length of balloon not returned.per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.the reported events were confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. No other visual abnormalities were observed on the returned sample.an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone.as reported, the patient presented severe calcification of the native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation.in addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place.review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.the event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery relevant to the complaint was provided and the following observed: a review of the procedural fluoro showed multiple strut fractures were found at the inflow. The fluoro also shows the swinging door movement of the inflow side of the present. A 2nd alterra prestent was deployed within the 1st present. S3 valve was successfully deployed within the second prestent.the reported event was confirmed through the provided imagery. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies.as reported, during the procedure for implanting the sapien 3 valve within the alterra device, it was found on fluoroscopy that the alterra device was fractured, with evident flapping motion of the inflow side. The procedural fluoro was able to confirm the swinging door movement of the present. In addition, the procedural fluoro also showed multiple strut fractures at the inflow of the present.an in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per the technical summary, there were a few procedural related incidents that could have contributed to the cause of the fractures and the swinging door outcome: pulmonic delivery system advancement and engagement with present, pulmonic delivery system valve recapture engagement with prestent and/or prestent positioning in the anatomy. During the advancement of the pulmonic delivery system, it is possible for the nose cone to be caught on the present apices when crossing the previously implanted prestent to deploy the valve. It is also possible that during recapture of the valve into the pds capsule, the pds capsule engaged with prestent inflow apices. Advancement of the capsule technique has increased risk of the capsule lip catching on the inflow portion of the prestent, and the risk is mitigated when following the instructions of retracting the valve into the capsule. In this case, the fractures were noted after 4 month of staging, so the pulmonic delivery system interactions noted above were not applicable as only alterra prestent was implanted at the time. The technical summary also suggests that the placement of the prestent in the tortuous anatomy such that the inflow portion of the prestent partially obstructs the blood path could put strain on the stent and potentially contributing to strut fractures overtime. The alterra was malpositioned and implanted more proximal than intended due to the patients anatomy (large mpa, large pulmonic annulus, large rvot). While the low placement of alterra may interfere with the blood path, further investigation per the technical summary did not reveal any abnormalities of placement compared to other non-fractured patients. As such, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in ireland, regarding an implant case of an alterra adaptive pre-stent in a post-surgical pulmonary valvotomy. Approximately four (4) months post implant, during the procedure for implanting the sapien 3 valve within the alterra device, it was found on fluoroscopy that the alterra device was fractured, with evident flapping motion of the inflow side. The alterra fracture was not detected on neither the follow-up CT, nor on the follow-up tte, and was only discovered when the patient was on the table for implant completion through direct fluoroscopic view. A second alterra stent was placed inside the fractured one, in the same position with an exact overlap successfully with a 29mm sapien 3 valve implant. The patient is reported to be recovering normally.